Event description:
It was reported the patient experienced the following when using a remunity self-fill pump: subcutaneous site pain; pain level 8/10 [infusion site pain]. Site is red, hot [infusion site redness]. Site is red, hot [infusion site warmth]. [Site] looks like a cellulitis infection; site infection [infusion site cellulitis]. (Unspecified) issue with the silhouette tubing [device issue]. Patient went to the emergency room [ER] due to site infection from her remodulin and they wanted to start vancomycin and intravenous [IV] zosyn (piperacillin sodium, tazobactam sodium) therapy to the patient. Further it was reported that, patient would switch to cleo infusion sets. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).